Event description:
Initial info was received from a physician on (B)(6) 2012: a female pt who is currently, approx (B)(6) years-old was a demonstration pt for poly-l-lactic acid (sculptra aesthetic) (lot # and exp date unk). She had her first treatment in (B)(6) 2010 and her second treatment in (B)(6) 2011 for cosmetic purposes. The areas injected were her temple region, under her eyes, lateral peri-orbital area, jaw line, and her nasolabial folds; reported as "almost all her face." She began to have symptoms in (B)(6) 2011, which at the time of this report remain ongoing. She developed bumps and lumps in areas treated, as well as all over her face. Some of the bumps and lumps are the size of pea, grape, peanut, and some are the size of a fig. There are some "sticking up like horns." You can feel this indurated mass under her skin. If you run your hand across her skin, you can feel the multiple bumps. She has facial swelling and redness all over her face, described as symmetrical inflammation of her face. There is no evidence of a systemic process. She experienced significant pigmentary changes, which the reporting physician is concerned about. The pt is not feeling well overall; she has malaise and is feverish. The physician reported that the pt has had severe damage to her face. The reporting physician is not the physician who injected the pt with sculptra aesthetic; however, she is currently treating the pt for her symptoms. She has treated the pt with antibiotics and currently she is on doxycycline, 100 mg twice daily, doxepin, and loratadine (claritin). She has had several triamcinolone acetonide (kenalog) injections, but there has been no improvement. These treatments were performed to preclude permanent impairment; the physician stated that the pt has severe damage to her face. The reporting physician stated that she has spoken to several other sculptra physicians and does not know what else to do for pt. She said this whole thing has become very expensive for the pt and she has incurred huge costs. They have not done a biopsy because, "who will pay for the biopsy." At the time of this report, the pt's events remain ongoing. Medical history was not reported but she does not have a history of immunological or collagen-vascular disease. Concomitant medications were not mentioned. No further relevant info reported.